Event description:
It was reported to philips that the system displayed an insufficient disk space error, which could impact imaging. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was delayed and completed after the problem was resolved. The philips field service engineer (fse) inspected the system onsite and confirmed insufficient storage space message was displayed. Analysis of system logfile confirmed the malfunction in the frontal ippc. To resolve this issue, fse reinstalled the front ippc software and recreated both the database and system backup. After which, the system was returned to use in good working order. The codes were updated based on the investigation's outcome.